Event description:
It was reported that a user of the ilet insulin pump experienced a borderline low blood glucose reading, with the device report showing a nadir of 76 mg/dl, and asked about documenting treatments and activities on the pump interface. Symptoms included a perceived low glucose episode without loss of consciousness, seizure, or injury. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included a review of device-reported glucose data and a customer interview. Investigation of this case revealed that the device readings did not indicate hypoglycemia below 70 mg/dl and that the system functioned as designed. It was concluded that there was no device malfunction and that the event was not reportable as a serious injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.